Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that after the ins was implanted, the patient wasn¿t getting relief or stimulation in their right leg. The patient met with the manufacturer representative on (B)(6) 2018 and was programmed with a third group (group c). The patient wasn¿t getting any relief on group c (which was for both legs), so they went to group b, but it was at 0 ma because they hadn¿t used it yet. The patient couldn¿t feel stimulation and their legs were really bothering them. The patient raised the current to about 4.5 ma and they started to feel stimulation. The patient tried to increase the stimulation above 5.0 ma and they saw a settings not available screen. The patient also reported that after increasing their stimulation, they had to charge their ins more frequently. The patient stated that they used to charge every 3 ¿ 4 days and now they must charge every other day. The patient stated that they charged it yesterday morning and it is already down to 50% charge. No further complications are anticipated.